Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and field data review. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the accuracy performance is not negatively impacted. Return testing was not completed as returns were not available. The median patient result for lot 39823fp00 is within established limits and comparable with other lots in the field, which indicates acceptable product performance. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that there is no systemic issue and/or product deficiency with architect ca 19-9xr reagent lot 39823fp00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.complete patient identifier = sid (B)(4).

Event description:
The customer observed a falsely elevated architect ca 19-9xr result when compared to patient history and new result from architect. The customer provided the following data: sid (B)(4) processed on (B)(6) 2022 ca 19-9 result = 5.7 u/ml history show ca 19-9 results from (B)(6) 2022 were 400 and 500 u/ml(which lab is questioning) before (B)(6) 2022 this patient results for ca 19-9 were 3 and 5 u/ml. Additional result provided cea is normal. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.